Event description:
Patient being bathed in bed, pt turned on left side, pt intubated, but alert. One rn and pct on each side of bed, helping pt to stay on her side for sheet change. End of bed/footboard fell down to floor, pt slid to end of bed, pulling at oral et tube in mouth, staff was jarred when she and bed fell. Patient had respiratory changes, dr to bedside to examine pt, chest x-ray ordered and done, pt had to be placed back on resting ventilator settings and taken off of weaning settings.